Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that the devices manifold is malfunctioning. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer is requesting part number for replacement manifold. The rse provided parts ID for a manifold per customer's request. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported by customer biomed, the v60 has a manifold that is not functioning as intended. No reports of harm/injury. Investigation is ongoing.